Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test failed. No bluetooth device pairing test performed. Data/share log was performed and inaccuracy was not found within the investigation window. The customer complaint cannot be determined, because there is no calibrations to confirm, the reported inaccuracy in the log. Confirmation of the allegation was not determined, via product and data. A probable cause could not be determined, as the allegation was not found. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range, per device specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on 04-26-2022. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy was not found within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found.